Event description:
It was reported to philips that the system was unable to boot past the application loading screen. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The customer performed multiple restarts, but issue persisted. A review of the system logfiles found that system software was crashed during the system startup. Upon troubleshooting actions, the fse reloaded the software and restored the backup. After reloading the software, the system was returned to use in good working order.